Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing and failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing.